Manufacturer narrative:
PMA/510(k) # k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. On evaluation of the returned device, it was noted that the stylet was returned but not in place. The needle was advanced on return, it was then advanced more and detached part of the needle came out of the sheath. Distal needle breakage approximately 38mm. The customer complaint was confirmed as the needle was broken. Prior to distribution, all echo-hd-19-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing record for echo-hd-19-c device of lot number c1190800 did not reveal any discrepancies which could have contributed to this complaint report. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The user felt resistance when they punctured with the device. They withdrew the device and about 3 cm distal from tip of the needle was found to be detached. No portion was left inside patient body.

Manufacturer narrative:
PMA/510(k) # k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Device is currently under evaluation. A follow up report will be submitted with the investigation conclusions.

Event description:
The user felt resistance when they punctured with the device. They withdrew the device and about 3 cm distal from tip of the needle was found to be detached. No portion was left inside patient body.